Event description:
It was reported that a pericardial effusion occurred. The patient underwent a left atrial appendage (laa) closure procedure. After deployment of a 30mm watchman laa closure device, the closure device failed the tug test and the device was recaptured. After recapture, patients blood pressure decreased and a 1 mm pericardial effusion was noticed via transesophageal echocardiogram. No interventions were performed and the case was aborted. Patient is stable and has been discharged home.